Manufacturer narrative:
It was discovered that the legal manufacturer of the reported product is zimmer (B)(4), (B)(6). The initial report was submitted under MFR report number 0001822565-2016-04368 by zimmer (B)(6). All available information is covered in the report at hand. A technical investigation was not possible to perform, as the devices were not at hand for investigation. E-mails requesting missing information were sent. The latest one was sent on (B)(6) 2017 to prof. (B)(6). As we did not receive an answer, our sales representative visited the hospital personally on (B)(6) 2017. He asked for an appointment with prof. (B)(6) but it was denied. He handed our request letter to the registry at the hospital. We haven't received a response so far. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: a trend analysis could not be performed as no item number was available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: in the journal article it is reported that there was a revision due to dislocation. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: clinical review of received journal/article: the received journal/article was thoroughly reviewed and can summarized as followed: due to the existing metastasis, the pre-operative chemotherapy and radiotherapies and the existing pathological fractures, the state of health of the patients and the corresponding acetabulum¿s bone quality and portion was fairly bad. Most patients experienced a decrease of pain after treatment with the (B)(6) cage, however, also complications occurred. According to the author of this literature, the complication rate is still comparable with rates of other operation techniques of metastatic acetabular lesions. As described in the instruction for use, cancer is considered a contra-indication. However, as indicated in the applicable surgical technique, a potential implantation in a tumor patient carefully needs to be evaluated first. Based on the current patient population and the final results of the study, the final conclusion made by the author can be supported by zimmer biomet. Implantation of a protrusio cage can improve the quality of life in patients with metastatic disease in the acetabulum, increasing their mobility and reducing pain. The complication rate is comparable with the rates for other surgical methods for metastatic acetabular lesions. For the time being, the provided patient benefit clearly exceeds the potential patient risks. Root cause determination using dfmea: impingement with stem (decreased rom), dislocation, subluxation, migration of implant, stress shielding due to malpositioning of the implant, wrong alignment. => possible: based on the given information it cannot be excluded. Conclusion summary: neither x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Due to significant lack of information, it is not possible to confirm one specific root cause for the event report. Based on the available information, we consider the following as most probable root cause: malpositioning of the implant, wrong alignment of the component. However, based on the information available for the investigation, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported in a journal article that a patient had two dislocations postoperatively. One dislocation requiring revision surgery with implantation of an anti-dislocation ring. No further information is available. ((B)(6), et al: the (B)(6) cage for reconstruction after metastatic destruction of the acetabulum: outcome and complications, in: arch orthop trauma surg (2012) 132:405¿410 doi (B)(4).)